Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient implanted with a neurostimulator. It was reported that the patient has had worsening dyskinesia on the left side of their body which was noticed during an examination on (B)(6) 2016 . The patient was reprogrammed several times but their dyskinesia did not disappear, even after they were hospitalized from (B)(6) 2017 for stimulation cartography, as the multidisciplinary staff had difficulty balancing the right lead. As a result a new entire system was added on (B)(6) 2017 with the gpi as a target, and a new implantable neurostimulator (ins) placed on (B)(6). Therapy was also suspended as an intervention to the issue. The etiology was noted as related to the device or therapy and not related to the implant procedure, with the outcome of the event noted as ongoing. No further complications are anticipated.

Event description:
Additional information received from the hcp clarified that the patient had right lead induced dyskinesia despite several programming sessions with no device issues detected. It was stated that the system in the stn will "probably" not be used in the future but will not be explanted. Furthermore, during the patient's hospitalization and just after the new implantationthe patient had an improvement in dyskinesia. At the next consultation it will be checked if the patient's condition has improved. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp updated the outcome to resolved without sequelae as of (B)(6) 2017. No further complications are anticipated.